Manufacturer narrative:
On (B)(6) 2017: during follow up with tandem technical services the customer reported that their blood glucose level returned to target range. The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 250-370 mg/dl. The customer delivered a bolus and changed out the infusion site to address bg level. The customer reported that the cause of the high bg was unknown. Reportedly, the customer had changed out the cartridge every 5-6 days. Troubleshooting with tandem customer technical services (cts) determined the pump functioned as intended. Cts recommended to the customer to contact their healthcare provider regarding causes of high bg factors.